Event description:
A pt's blood glucose was taken and the result was 457 mg/dl at 11:50 am. The pt was given insulin. At 1:10 am the pt's blood glucose was 476 mg/dl. 20 minutes a lab was performed with a result of 320 mg/dl. It was stated that the pt was in dka. Controls were stated to be in range, no values were given, a request was made for the return of the suspect device and replacement product was sent.